Event description:
A customer contacted baxter's technical service center to report a connection issue related to a titanium adapter that occurred during use. The care giver (cg) stated that the titanium adapter on the catheter got caught and fell off. The patient was in hospital as the peritoneal dialysis(pd) therapy was failing. The patient was on hemodialysis permanently since the peritoneal membrane is not working anymore. As per mother of patient, hospitalization and pd therapy failing (peritoneal membrane not working anymore) are not related to any pd devices. On (B)(4) 2012, additional information was received. As per the cg, the titanium adapter was apart all the way, father picked the patient out of the crib ((B)(6)) and titanium adaptor got caught. The whole titanium adapter slipped off the catheter and the sleeve came apart. The patient was hospitalized due to major contamination and also due to hemodialysis transition. Treatment was provided to patient for major contamination (oral antibiotics given prophylactically)/ the patient did not develop any peritonitis/infection. The pd therapy failing and transition to hemodialysis are not related to the baxter device or pd solutions.

Manufacturer narrative:
(B)(4).since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter and an investigation could not be performed. As a result, an assignable cause of the reported issue could not be determined.